Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. No physical samples were received for testing and evaluation; one photo was submitted for evaluation. The photo displayed three dispensers, one with a 20ga label, one with 22ga label and one with a 24ga label which displayed the lot number and expiration date.one package paper top webs (label). Also included in the photo was an ICU medical label. The reported defect could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. The customer-provided photo did not contain any evidence or information about the units described in the product incident report.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked around the hub when connecting to the IV tubing. Customer¿s verbatim: ¿ outpatient surgery is currently using the bd insyte autoguard ref (B)(4). The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked around the hub when connecting to the IV tubing. Customer¿s verbatim: ¿outpatient surgery is currently using the bd insyte autoguard ref #(B)(4). The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues."